Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of this transcatheter bioprosthetic valve in a patient with pre-existing severe aortic ste nosis, severe left ventricular outflow tract calcification, and an annulus perimeter of 64 mm, a pre-implant balloon valvuloplasty (bav) was performed using a 16 mm balloon. Subsequently, the valve was placed. During placement of the valve, poor expansion of the frame was observed due to the calcification at the non-coronary cusp and left coronary cusp. After full release of the valve, a post-implant bav was performed using a 16 mm balloon. This bav did not have a significant effect, so a second post-implant bav was performed using an 18 mm balloon. Following the procedure, it was noted that the patient's moderate to severe aortic regurgitation had remained.